Event description:
During placement of coronary stent in lad, guiding catheter was backed out of left coronary ostium while balloon/stent was in proximal part of lad. Stent apparently deployed. Stent balloon had not been inflated at all. Unable to locate or retrieve stent. Physician noted that stent had apparently "embolized" during removal of guide/catheter wire.